Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime, com,promised forced sensor system and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
It was reported that the insulin pump had motor error. The customer¿s blood glucose was unknown at the time of incident. The customer stated that they were able to clear the alarm and able to rewind the insulin pump. The customer was assisted with troubleshooting. The customer was reported that the drive support cap was normal. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.